Event description:
It was reported that due to persistent drainage, the pt underwent irrigation and debridement. No implants were removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.